Event description:
The manufacturer received information alleging a ventilator alarming low flow. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the third party service center, service required codes were found in the ventilator's downloaded error log. The devices oxygen blending module board and interface board were replaced to address the issue.